Event description:
The customer reported that during a resuscitation attempt using defibrillator pads, the users could not deliver a shock.

Manufacturer narrative:
The customer reported that during a resuscitation attempt using defibrillator pads, the users could not deliver a shock. The investigation into this incident is ongoing. A follow-up report will be submitted after phillips obtains more info about this event.